Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have damage to the conductor wire¿s insulation. The insulation does not exhibit thermal damage and a piece of the insulation is lifted, however, no pieces are missing. The conductor wires are exposed, however no wires are damaged. An electrical continuity test was performed and the instrument passed. The instrument cables were inspected and fa found no signs of fraying or breakage. Fa concluded the root cause of the damaged conductor insulation is attributed to the mishandling/misuse commonly caused by collision with another instrument. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. A review of the device logs for the fenestrated bipolar forceps (470205-17/n13190701-0039) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2019 via system (B)(4). No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a frayed cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was found in central processing with no reported patient injury or fragment falling into the patient.